Manufacturer narrative:
The patient's exact age is unknown. However, it was noted to be (B)(6). The exact date of event is unknown. However, it was noted to have taken place during the week of (B)(6) 2011. Device (B)(4) relates to (B)(4) for the reported event of part of the needle detaching. The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an excleon transbrohnchial aspiration needle device was used during a biopsy procedure performed in the main bronchus. According to the complainant, after the examination of the patient, they noticed that part of the needle had separated. It was confirmed that no part of the device had fallen off inside of the patient. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The reported defect was confirmed. The condition of the returned device was found to be consistent with the complaint that the "needle detached". The investigation revealed that the drive wire had detached from the needle. The junction where the wire and needle are joined is accomplished by a welding process. Discoloration is present on both the wire and the needle where the two were joined. This is a strong indication that the components were welded together appropriately. It is possible that during preparation the device was handled in such a way that it damaged the junction between the wire and the needle, ultimately separating the two. The investigation also revealed that the handle luer had been stripped, which can occur if the syringe is over-tightened. Furthermore, the wire was found kinked in various locations, which is an indication that the device was potentially subjected to mis-handling. Based on the investigation for this complaint, the most probable root cause of the reported defect is handling damage. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
It was reported to boston scientific corporation that an excleon transbrohnchial aspiration needle device was used during a biopsy procedure performed in the main bronchus. According to the complainant, after the examination of the patient, they noticed that part of the needle had separated. It was confirmed that no part of the device had fallen off inside of the patient. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.